Event description:
In 2009, during an educational call, the patient reported he had an elevated blood glucose reading of 325 mg/dl today. He said he checked his insulin infusions set and discovered his headset cannula had come part way out of his body. He stated he changed his infusion headset and took 10 units of insulin, and 1 hour later, his reading was 260 mg/dl. He stated he normally changes his headset every 3 days and the headset at issue was inserted yesterday. He said he was working in the yard yesterday and put tape he had bought at the pharmacy on his headset. He said he had gotten very sweaty and, when he came in, the tape had come off. He put new tape on, but his headset came out later. He was unsure when it came out, but did not discover it until today. He was advised to check all connections every 1-2 hours to make sure everything is secure. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.